Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unexpected restart alarm. The customer¿s blood glucose was 175 mg/dl. Troubleshooting steps were provided and insulin pump alarmed again after inserting new battery. Customer reports that the insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will not be returned for analysis.